Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions: a femoral angiogram was not performed. The proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, a cuff miss occurred. Two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 14f and the pci procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.